Event description:
Implant was explanted due to inadequate osteointegration. Infection and a heavy bite were noted. The pt wore a full maxillary denture during the healing phase. This is the same pt as reported in MFR report numbers 202902199600043, 20290219960004, and 2022902199600046.